Manufacturer narrative:
The reported t7 cannulated hexalobe driver was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the t7 cannulated hexalobe driver (part number 80-4150) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery while a micro screw was being placed in a finger for a joint fusion, the driver tip broke in the screw head. The screw was fully advanced/seated in the patient. The broken driver tip was removed from the head of the screw with pickups and needle driver. The surgery was completed after a 3-minute delay. No other adverse patient consequences were reported.